Event description:
Customer reported an over infusion of dilaudid and requested a review of event and data logs. Reported event details are as follows: pca ordered with loading dose of 0.8 mg; demand = 0.16mg; basal = 0.16mg; 10 min lockout. Later md ordered to decrease the basal rate by half, so new orders should be: demand = 0.16mg; basal 0.08mg; 10 min lockout. The dilaudid concentration was .2mg/ml, so the reading on the scrolling pca pump when medication is being delivered should have read 0.4 ml with these new orders, however, the reading on the scrolling pump is stated to be 4 (10 times the dose ordered). Nursing states that the pcu was programmed correctly however, the pca was delivering the increased dose. Pca was switched out and replaced with another, and reprogrammed, which corrected the issue. There was no report of pt harm and no medical intervention was required. Although requested, customer provided no further event or pt details.

Manufacturer narrative:
(B)(4). Logs received and log review pending. The data set and event logs have been received. A log review is pending. A follow up report will be submitted with the results of the investigation.